Manufacturer narrative:
Concomitant medical products: 3361-40c ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were short oversensing episodes that occurred respectively over three month due to the right ventricular (rv) lead. It was noted that there was also intermittent loss of pacing due to noise. It was noted that the patient underwent atrioventricular node ablation and needed to be paced in the rv by 100%. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the rv lead had an integrity problem. The rv lead was later explanted and replaced.